Event description:
Customer sated "gun is not properly working - handle is freezing and burning hand" repair tech sated "cannot verify complaint - loose hardware on switches" (B)(4). Wa4000 20 n20, conn 900509-4. (B)(4).